Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number was found. The suspect device was returned for evaluation. The returned device arrived assembled in position two. A visual inspection confirmed a broken inner wire and a severe kink in the catheter, matching the reported complaint. The kink aligned with the location of the wire break, approximately 35.5 cm from the distal tip. Dried biomatter was present on the distal wire. Magnified examination showed the wire break surface to be uneven and rough, consistent with a material failure. As the wire is supplied by an external vendor, the root cause was attributed to a supplier related material failure.

Event description:
The customer reported that during the procedure, the catheter was not rotating. Upon removal for inspection, the physician found that the tip of the inner wire had completely detached from the outer sheath, rendering the device unusable. There was no patient harm or injury reported.